Event description:
Follow up revealed that the patient was reprogrammed and effective therapy was restored post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration which began towards the end of the week of (B)(6) 2018. A computed tomography scan was done on (B)(6) 2018 and confirmed the lead had migrated to the right. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have the lead relocated. The patient plans to be programmed post operatively at a later date.